Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. It is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect and/or the device being connected was compromised resulting in the reported loose/intermittent connection difficulties; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the guide wire accessory kit rotating hemostasis valve, the locking connection was poorly engaged with the syringe and did not connect firmly. A new accessory kit was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.